Event description:
It was reported that (3) devices were used during a skin closure. It was reported by the affiliate that the pmw35 staples were "sticking" and folded the skin over each other. Another instrument was used to complete the case. There was no consequence to the pt.